Manufacturer narrative:
H3: analysis of the cable revealed that the they passed all tests with no shorts or opens detected. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the system. The system passed the checkout after hardware parts were replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was being used outside a procedure. It was reported that while setting up for a trial case with the system, the software showed the localizer as disconnected. The rep reported that he was able to verify the instruments on the system and then suddenly the localizer showed as disconnected. The psu showed a green light and a broken orange light. They attempted to reconnect the cart to cart cable and shut down both carts. The localizer still showed as disconnected. He noted that the self-test showed everything as function except that the optical localizer was unavailable. He ran the ndi toolbox and only had "firmware and key package" as an option, there was no indication of any localizer connected. It was further stated that when taking the camera arm off of the car the ethernet cable that connected from splitter to up top was damaged. There was no patient present.